Event description:
Event verbatim preferred term (related symptoms if any separated by commas) blood glucose increased blood glucose increased the novopen 5 could be pushed, but no medication liquid came out [device failure] patient felt uncomfortable [discomfort] case description: this serious spontaneous case from china was reported by a consumer as "the blood glucose increased. The blood glucose value exceeded the highest value of the blood glucose meter(blood glucose increased)" beginning on (B)(6) 2023, "the novopen 5 could be pushed, but no medication liquid came out(device failure)" beginning on (B)(6) 2023, "patient felt uncomfortable(discomfort)" beginning on (B)(6) 2023, and concerned a 78 years old female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", novorapid penfill (insulin aspart) (dose, frequency & route used- 6-10 u each time(tid) and regimen #2: 6-7 u each time, twice for supplement ongoing) from unknown start date and ongoing for "type 2 diabetes mellitus". Patient's height: 155 cm patient's weight: 62.5 kg patient's body mass index (bmi): 26.01456820. Current condition: type 2 diabetes mellitus (diagnosed for 16 years). Concomitant products included - insulin glargine, glucobay(acarbose) on (B)(6) 2023, it was reported that the novopen 5 could not be pushed, but no medication liquid came out. At the same time, the patient's relative said that because insulin was not injected into the body, the patient's blood glucose increased. The blood glucose value exceeded the highest value of the blood glucose meter. The patient continued to inject novorapid penfill and take glucobay orally. In the evening patient felt uncomfortable and the blood glucose increased. On (B)(6) 2023, patient's blood glucose was stable. On an unknown date, patient's fasting blood glucose (blood glucose) was 7.2 mmol/l in the morning. Batch numbers: novopen 5: hvgn310 novorapid penfill: asku, asku action taken to novopen 5 was not reported. Action taken to novorapid penfill was reported as dose increased. On (B)(6) 2023 the outcome for the event "the blood glucose increased. The blood glucose value exceeded the highest value of the blood glucose meter(blood glucose increased)" was recovered. The outcome for the event "the novopen 5 could be pushed, but no medication liquid came out(device failure)" was not reported. On (B)(6) 2023 the outcome for the event "patient felt uncomfortable(discomfort)" was recovered. No further information available.

Event description:
Case description: name: novopen 5, batch number: hvgn310. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and when applicable, relevant actions were taken.the electronic register was checked. The readout revealed indications of unintended use of the pen.the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing.the results were found to comply with specifications. Confirmed. The electronic display showed two lines; - - after the dose button was fully depressed. The user injected more than 60 iu since the last time the dose button was fully depressed. This could happen when the previous selected dose(s) were not fully injected, before a new dose was selected and fully injected. This was a normal function of the pen in order to warn the user of non-recommended user behaviour. Confirmed. The electronic display showed two lines; "- -", after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes.the error was caused by unintended use of the device. The memory display showed two lines "- -" after injection. The observed problem does not influence the mechanical functions of the pen. The observed problem was caused by interference from foreign matter entering the pen and was due to accidental handling during use. Since last submission the case has been updated with the following information: -update to initial report ticked in EU/ca tab. -expected date of follow up report in device addendum tab extended. -device available for evaluation and returned to manufacturer in device tab updated. -investigation results updated. -imdrf codes updated. -relevant device fields updated. -narrative updated accordingly. Final manufacturer's comment: 12-mar-2024: the suspected device novopen 5 has been returned to novo nordisk for investigation. Device was found to be functioning normally as intended, when tested with new needle. The electronic display showed two lines; - - after the dose button was fully depressed. The pen is not damaged in any way and the user can utilize the as intended. The peen warns the user that he/she has not injected the dialled dose fully and if the user is unaware of this it might lead to increased blood glucose values for the patient. Elderly age of the patient and long-standing type 2 diabetes mellitus are significant confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary: name: novopen 5, batch number: hvgn310. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the electronic register was checked. The readout revealed indications of unintended use of the pen.the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing.the results were found to comply with specifications. Confirmed. The electronic display showed two lines; - - after the dose button was fully depressed. The user injected more than 60 iu since the last time the dose button was fully depressed. This could happen when the previous selected dose(s) were not fully injected, before a new dose was selected and fully injected. This was a normal function of the pen in order to warn the user of non-recommended user behaviour. Confirmed. The electronic display showed two lines; "- -", after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes.the error was caused by unintended use of the device. The memory display showed two lines "- -" after injection. The observed problem does not influence the mechanical functions of the pen. The observed problem was caused by interference from foreign matter entering the pen and was due to accidental handling during use.